Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: item # unk, stem, lot # unk. Item # unk, shell, lot # unk. Item # unk, liner, lot # unk. Item # unk, 6.5x40x2 screw, lot # unk. Item # unk, 6.5x30 screw, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07215, 0001825034 - 2018 - 07217, 0001825034 - 2018 - 07218, 0001825034 - 2018 - 07219, 0001825034 - 2018 - 07220.

Event description:
It was reported that approximately 2 months post implantation, patient underwent the first stage of a two-stage revision due to infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 2 months post implantation, patient underwent the first stage of a two-stage revision due to infection. Attempts have been made and no further information has been provided.